Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited a high capture threshold of 3.25 v, 0.4 ms. The lead was capped and replaced.